Event description:
Pt undewent catheter revision, which revealed the intrathecal catheter had broken into 2 pieces. An attempt was made to locate and retrieve a 10mm piece from the thecal space. After inspection of myelogram films, it was determined that the catheter was entirely retained in the thecal sac and irretrievable. A new catheter was attached in its place.